Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was approximately 160 mg/dl. Reportedly the customer reverted to a backup insulin pump for insulin therapy until replacement pump arrives.